Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed check clutch plunger lever. A functional test was performed and the reported issue was not duplicated, however a worn leadscrew and clutch halves with black teflon shavings were confirmed. The cause of the reported issue was unknown. As a result, the leadscrew, right and left clutch halves and clutch spring were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump failed preventive maintenance and exhibited a travel clutch error. There was no patient involvement, no patient injury was reported.